Event description:
The international customer reported the device alarmed due to an internal battery failure. The customer reported the user planned to mobilize the patient; however this could not be done due to the internal battery failure which delayed therapy. There was no patient harm.